Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# (B)(6) implanted: (B)(6) 2019 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 26-aug-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that last year, their health care provider (hcp) decided to take their ins out. Patient said that they went to hospital for different issue and did an xray test and found out that there was a lead left in the patient's body. Patient said that they were told by their physician that the lead was not operable and that the patient had to live with it. The patient can't find anyone that will remove the lead fragments from the lead breaking when being removed.